Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during preparation of the device outside the patient, while flushing the device, it was noticed that there was a hole in the device 2-3 cm from the distal tip. The device was never used on the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: catheter torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during preparation of the device outside the patient, while flushing the device, it was noticed that there was a hole in the device 2-3 cm from the distal tip. The device was never used on the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the distal tip of the device was twisted, and no holes in the distal tip were found. Functional evaluation found that when water was injected into the device with a 20 cc syringe in order to detect holes in the distal tip, no anomalies were found. No holes in the device were found. The investigation was unable to confirm the reported complaint that the sheath had a hole 2-3 cm from the distal tip. Therefore, this will no longer be considered a reportable event. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result codes: although the full investigation did not confirm that the device had a hole in it, the result ¿ stress problem is being used to capture the twisted tip.